Event description:
It was reported that during an unk procedure that the clips would not advance. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 08/13/2007. Eval summary: an msm20 instrument was returned instead of the reported mcs20. The analysis results for the msm20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument the lockout spring was found to be out of position. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.